Manufacturer narrative:
Follow-up #1: supplemental report (02/23/2015). On 02/23/2015, additional information was obtained from the patient during a follow-up call. During the follow-up call, that patient stated that she associated her symptom of ¿sweating¿ with a low blood glucose excursion. The patient reported treating herself with orange juice and 2 glucose tablets in response to her symptom. The patient claimed she tested her blood glucose on her sister¿s meter (unspecified brand) soon after the symptom developed but was unable to recall the result obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 at around 2:00am. The patient stated that she manages her diabetes with insulin (no-adjustments) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that a few minutes after the alleged issue began, she developed symptom of feeling ¿sweaty.¿ the patient denied receiving any treatment in response to this symptom. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 2/26/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.